Manufacturer narrative:
(B)(4). Summary of investigational findings: the investigation of this complaint was only based on the information provided in this complaint file. No product or imaging was received to support the output of this investigation. Based on the complaint history the most likely root cause of this event is most likely related to the steps in deployment sequence where it can be assumed that the sheath was not pulled back after unlocking the gray safety-lock knob. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: this was off label use. The locking mechanism on the blue handle needed to be loosened using forceps. The bare metal stent did not deploy after being unsheathed. It did deploy after being resheathed and twisted. The procedure was a success and the patient is doing fine. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: this was off label use. The locking mechanism on the blue handle needed to be loosened using forceps. The bare metal stent did not deploy after being unsheathed. It did deploy after being resheathed and twisted. The procedure was a success and the patient is doing fine. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.